Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the phenomenon, ¿no image¿, occurred due to failure of the printed circuit (cp) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during procedure preparation his olympus evis lucera elite video system center was not displaying an image. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was not displaying an image when tested due to a damaged printed circuit board. Additionally, this damaged board was causing the front panel indicator lights to illuminate. If additional information becomes available following the device evaluation, a supplemental report will be filed.